Manufacturer narrative:
The customer provided two images of CT slices in the axial view for review. The first CT image displayed an apparently solid lesion in the left upper lobe. The second CT image displayed a smaller and less solid lesion (as compared to the other image¿s lesion) in the left upper lobe. A chest x-ray image was also received that displayed a large pneumothorax of the left lung, and air space disease on the right. Ion system logs were not available for review. A device history record review for the device(s) involved with the reported event found there were no non-conformances identified related to the reported event. A review of the event was performed by an intuitive surgical, inc. Medical safety officer (mso) who concluded that based on the available information, the ion procedure was completed without issue. The patient was extubated post-procedure but later decompensated in the pacu with respiratory distress and was reintubated. Chest film revealed a new large left pneumothorax requiring chest tube placement. The patient subsequently coded; acls was administered but was ultimately unsuccessful. The physician noted that use of fluoroscopy might have detected the pneumothorax sooner permitting more timely intervention. Underlying contributing medical conditions include copd as well as congestive heart failure. The physician reported the patient likely suffered a cardiac event associated with a tension pneumothorax and felt the pneumothorax was not related to the ion system. Bronchoscopy and biopsy are a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 (1.7%) pneumothoraces with no deaths from any cause associated with 581 cases. A prospective multicenter international study of 1,215 cases reported a total pneumothorax rate of 4.3% and a rate of 2.9% of pneumothoraces requiring hospitalization or intervention and 1 death (0.08%) from any cause. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5% and 1 death from any cause. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube and no deaths. There was no allegation of a malfunction of the ion system, instruments or accessories associated with the reported complication. Based on the available data the death was associated with a delayed diagnosis in pneumothorax leading to fatal sequelae in the setting of a lung biopsy in a patient with significant medical comorbidities and is related to the procedure but not the ion system, instruments or accessories. ---facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). ---ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. ---folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure using a 21g flexision biopsy needle and a 1.1 mm cryobiopsy probe. The patient had two lesions located in the left upper lobe. The lesions were not abutting the pleura and the distance to the pleura was always maintained during the procedure. Fiducial markers were placed. The procedure was completed as planned with no delays and the patient was extubated after the completion of the procedure. The patient was transferred to the post-anesthesia care unit (pacu) in stable condition. The pulmonologist reported that the patient later experienced respiratory distress while still in the pacu and was reintubated. A chest x-ray showed a large left-side pneumothorax requiring urgent percutaneous chest tube placement. The pulmonologist reported that the pneumothorax was thought to have occurred during biopsy of the target lesions and likely worsened at some point after extubation and upon transfer to the pacu. The patient maintained an oxygen saturation of 100% after reintubation and placement of the chest tube; however, after the pneumothorax was evacuated, the patient¿s blood pressure dropped. The patient subsequently coded and advanced cardiac life support (acls) resuscitation was administered for approximately 20 minutes. There was return of spontaneous circulation twice during the acls; however, pulseless electrical activity was persistent, and the patient subsequently expired. The pulmonologist stated that the pneumothorax may have been recognized sooner if continuous fluoroscopy was used while performing the radial ebus part of the procedure. The pulmonologist believes the cause of the pneumothorax was multifactorial, including larger tidal volumes from the ventilator that may have led to barotrauma in the setting of chronic obstructive pulmonary disease (copd). Other factors potentially contributing to the patient outcome were stated to be a result of underlying congestive heart failure, copd, and likely an ischemic cardiac event during the tension pneumothorax. Biopsy results were positive for malignancy consistent with non-small cell carcinoma. The pulmonologist stated that there was no device malfunction or anything unusual with the ion system during the procedure.